Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# j0437244v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The consumer reported that the stimulation was too strong, and she doesn't need it right now, however she can't turn it off. When the patient tried to connect with the device using the patient programmer (pp), only the bottom 9v light turned on. The patient stated she replaced the battery five times. The patient stated the pp had not been dropped or gotten wet. The patient stated the change in symptoms was sudden, it happened on (B)(6) 2015. It was reviewed that if a replacement pp does not resolve the issue; she would need to have her internal device checked by the health care provider (hcp). Medical history includes failed back surgery syndrome. Additional information received stated the replacement of the pp resolved the issue of not being able to turn stimulation off. If additional information is received a supplemental report will be submitted.